Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor endstage and motor control board. Both boards were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The boards were returned to livanova deutschland for further investigation. During the intense evaluation of the boards, the reported issue could not be confirmed or reproduced. The boards worked according the specification. As livanova deutschland could not reproduce or confirm the reported issue, the root cause could not be determined.

Event description:
See initial.